Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive. Restarting the navigation system restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction to report 1723170-2018-00504 - the correct aware date is june 04, 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.